Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion and a shaft kink occurred. Vascular access was obtained via the femoral artery. The 90% stenosed 2.25mm x 16mm eccentric de novo target lesion was located in the moderately calcified and moderately tortuous left circumflex artery (lcx). The 2.25 x 16mm taxus element mr stent delivery system was advanced, but was unable to cross the lesion, and a shaft kink occurred. The procedure was completed with another 2.25 x 16mm taxus element mr stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent movement and damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified the stent had moved forward distally by 10mm and there was distal stent damage. The struts on the distal end of the stent were misaligned and stretched out over the tip of the device. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination identified the hypotube was kinked 692mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).